Manufacturer narrative:
H3: product analysis: evaluation determined that the perforator is broken and detached. The likely cause of the failure is due to wear and severe damage at the trigger made poor fit in the craniotome and excessive torque force applied when removing from the easy drill. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. Device evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to perforate the skull to resect the tumor the product got broken and the upper part fell off from the device. It was also reported that there was no intervention performed and there was no delay in procedure. The procedure was completed with backup product. Additional information regarding the patient impact was being followed up from the facility. On additional follow the patient showed no signs of bone diseases. The surgery was performed due to a hematoma in the parietal bone area. Two holes were created using a perforator, but the device encountered an issue with the first hole. The em200 motor was used during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H11: updated h3: product analysis: evaluation determined that the perforator is broken and detached. The likely cause of the failure is due to wear and severe damage at the trigger made poor fit in the craniotome and excessive torque force applied when removing from the easy drill, also the coupling not compatible with hudson coupling. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.